Manufacturer narrative:
The device will not be returned to the manufacturer for eval.

Event description:
It was reported that during the course of a surgical procedure the tip fell off the end of the irrigator. The surgeon used pinchers or forceps to retrieve the tip. There were no adverse consequences in relation to the tip falling off of the device. There was no medical intervention and no delay reported.